Event description:
"It was reported that the patient with osteoporosis experienced th11 compression fracture and underwent a posterior fusion at th8-l1. Screw loosening occurred at l1 and fracture was noted. In open surgery, set screws, rods and the l1 screws were removed. Vcr was performed at l1 and t2 was placed. Pedicle screws were added at l2 and l4. L3 was fixed with a polyester fiber tape. It was reported that a posterior fusion was conducted at th8-l4 this time. The revision surgery was completed without problem."

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.